Event description:
A patient specific implant form was received for the patient's left shoulder. Notes on the form indicate "luxation. The request is for the bayley walker proximal humerus. Save humerus stem."

Manufacturer narrative:
Reported event. An event regarding dislocation involving a mig proximal humerus was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the review confirmed that the humeral head of the implant dislocated superior-laterally. Product history review: 1 device was manufactured and accepted into final stock on (B)(6) 2018 with no reported relevant discrepancies. Complaint history review: there has been 1 other similar event. Conclusions: an event regarding dislocation involving a mig proximal humerus was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific implant form was received for the patient's left shoulder. Notes on the form indicate "luxation. The request is for the bayley walker proximal humerus. Save humerus stem."